Manufacturer narrative:
Testing and investigation did not find any melted or burned part upon visual inspection. The module cover and rear case insert were broken and spillage was found on the driver pwa (printed wiring assembly), pressure detector and plunger motor. The broken parts were replaced and the device passed the self-test. The probable cause identified for the damaged module cover and rear case insert was physical damage.

Event description:
The customer reported the bottom end of the pump module is dented in/melted. The customer does not know if the pump was dropped, if the corner of the pump hit something, or if the pump was in a heated environment. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has not been received. Investigation is not complete.

Event description:
The customer reported the bottom end of the pump module is dented in/melted. The customer does not know if the pump was dropped, if the corner of the pump hit something, or if the pump was in a heated environment. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.